Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that, while preparing for a device replacement, the measured low energy shock impedance was 125 ohms. The last high energy shock impedance was 75 ohms. The patient had some weight gain since implant. Technical services advised, when the new device is placed, do a high energy shock to confirm good system placement. A new pulse generator was successfully placed. There were no known adverse patient effects. The new device remains implanted.

Event description:
It was reported that, while preparing for a device replaced, the measured low energy shock impedance was 125 ohms. The last high energy shock impedance was 75 ohms. The patient had some weight gain since implant. Technical services advised, when the new device is placed, do a high energy shock to confirm good system placement. A new pulse generator was successfully placed. There were no known adverse patient effects. The new device remains implanted.